Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient had inaccurate cgm values 8 days after the sensor was inserted in the abdomen. The patient called an ambulance for a nosebleed. At some point the day of the event, the cgm was 120 mg/dl and the bg was 67 mg/dl. No patient symptoms were recorded. The patient self-treated with a sandwich. An unspecified time later, while waiting in the emergency department waiting room, the cgm was 97 mg/dl and the bg was 20 mg/dl. The patient passed out. The hypoglycemia was treated with glucose tablets, orange juice, and unspecified IV. There was no documentation of additional medical evaluation or intervention for hypoglycemia. At the time of the report, the patient was still in the hospital the same day as the event. Of note, the patient uses u500 insulin in the omnipod pump and recently started additional antihyperglycemics. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - impact code - f1005 overdose.